Manufacturer narrative:
Results: bd received one contaminated sample from the customer facility for investigation. As this is a confirmed complaint, testing of additional customer samples is not required. Conclusion: CAPA (B)(4) to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that while using a bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter, blood went through the tubing and was coming out of the white base instead of going into the collection tube. No serious injury or medical intervention was reported.